Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was facing issue with connecting to application. A field service engineer assisted medbank technical support engineer to swap the drive and repair the station application to resolve the issue. The system functioned as intended after the field service engineer investigated the device. Initial reporter email: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower application was failed to connect. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.